Event description:
The complainant reported the during an angiography procedure, the rotator broke during the second injection. The pressure was set at 1000 psi. There was no harm or injury to the patient or clinicians.

Manufacturer narrative:
Conclusions: a device history record review has been ordered, as well as additional information requested from the complainant. If any new pertinent information becomes available, a follow-up report will be filed.